Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the lead was positioned in the right ventricle but was under sensing. The lead was moved to a new location where the impedance readings were high. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.